Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The pump was stated to have been pushed into the left ventricle during removal of peel away; this area was said to have already had heart damage and was worsened by the pump. The root cause of the ventricle perforation was most likely use related as it was pushed deep during peel away removal. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility in japan reported an implant of an impella device for mechanical circulatory support. Complainant in japan reported the patient had an impella cp implant and when the impella was temporarily pushed in there was a ventricle perforation that was caused by the impella. The surgeon refused to operate on the patient and repair the ventricle, impella support was continued, and blood transfusions were stopped.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.